Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a suction break during lasik flap creation. Suction was not able to be maintained and was attempted five times. The patient was not harmed and elected to proceed with photo refractive keratectomy.

Manufacturer narrative:
Visual inspection of the applanation cone of the patient interface shows liquid remains and debris on the applanation surface. Functional testing after cleaning of the patient interface with the laser system shows that the docking on a rubber test eye was performed without issue and a treatment would be possible. The docking process was retried but no lack of suction or unstable suction could be reproduced. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the product lot was reviewed. No abnormalities that could have contributed to this event were found. The associated product lot was released based on company acceptance criteria. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issue. The energy was stable during the whole day. The logfile shows multiple successfully performed treatments. According to the provided patient interface (pi)serial number the related treatment could be identified. The user could obtain suction 1 and 2 for several times. The user then pressed the vacuum pedal instead of laser pedal, which caused an interruption of suction and user have to obtain suction 1 and 2 again before treatment is possible. After several redockings the treatment was aborted by user. The reported issue occurred before laser fired, not during laser fired. The reported issue is not caused by the system or the used patient interface. No technical root cause could be identified. The system was working within specification. The root cause is user handling. No technical root cause was identified as the product was found to be within specifications. The root cause is user handling: the user pressed the vacuum pedal instead of the laser pedal, which caused the interruption of the suction during docking phase. The laser did not fired. The manufacturer internal reference number is: (B)(4).